Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported partial clip movement appears to be related to challenging anatomy and poor imaging. Image resolution poor could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) and thickened leaflets for a triclip procedure. During the procedure a triclip was implanted on the anterior/septal leaflets in the mid position. While attempting to place a second clip it was noted that the initial clip had shifted. The clip remained stable on the leaflets. The second clip was then placed to stabilize the clip that had shifted, and a clip was placed adjacent to the central aspect of the anterior septal leaflet position.. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.